Event description:
It was reported that the device battery depleted more quickly than expected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device did not meet expected longevity. Analysis of the device and internal components were as expected for a device at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was collected from the device and analyzed. The battery voltage was pre/approaching elective replacement indicator (eri). Weekly trend in save to disk data shows minimum battery equals 2.65 to 2.64 volts between (B)(6) 2011 and (B)(6) 2011, is before device recommended replacement time less than or equal to 2.62 volts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.